Event description:
A customer obtained discordant vitros k+ results between serum and plasma samples from a single patient when processed on a vitros 350 chemistry system. Vitros k+ results of 5.3, 5.3, 5.5, 5.3 mmol/l were obtained from the serum sample and vitros k+ results of 3.9, 3.9, 4.3, 4.3 mmol/l were obtained from the plasma sample. The customer believed that a vitros k+ result of 6.1 mmol/l obtained from the serum sample was the true result and reported it out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no impact on patient treatment due to the discordant vitros k+ results and there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that discordant vitros k+ results were obtained between serum and plasma samples from a single patient when processed on a vitros 350 chemistry system. A definitive root cause could not be determined. However, sample collection, sample handling, and physiological factors could not be ruled out as potential contributing factors. The customer concluded that this event was isolated to a single patient who had thrombocythemia and was being treated for hyperkalemia. There was no evidence to suggest a reagent or instrument malfunction had occurred. The root cause of this event is unknown.